Event description:
The manufacturer received information alleging a dreamstation 2 advanced auto CPAP device was dropped and seems to not perform correctly. There was no report of serious patient harm or injury. There was no medical intervention reported. The dreamstation 2 advanced auto CPAP was returned to the third party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the pca (printed circuit board assembly) is damaged. Traces of burning caused device malfunction. The following error codes were found in the device log history: e-15 (err_cycle_handler_overrun/cpu failed component), e-93 (err_rtc_stopped/pca failed component), e-130 (err_task_wdog_timeout/pca failed component), and e-250 (err_barometric_comm/ pca failed component). In conclusion, the pca needs to be replaced. The root cause is not confirmed at this time. The third-party service center stated the device will be forwarded to the manufacturer product investigation laboratory (pil) and investigated further. If additional evaluation information becomes available a follow up report will be sent.